Event description:
Customer reported at 7:45 am, blood draw results for device 1 = 310 mg/dl versus lab run sample = 90 mg/dl. At 4:45 am blood draw, ran at 8am for device 1 = 6 mg/dl. Sample rerun on device 2, using different strip lot = 316 mg/dl. No treatment. Controls are in range. A request was made for the return of the suspect device and declined.